Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the intelligent shutdown board and the ups need to be replaced. The parts were placed on order. No conclusion can be drawn as repair info is not available.